Event description:
A physician reported a pt complaining of pain following implantation with the essure micro-inserts. The physician stated that nsaids were given to pt to manage the pain; the pt requested removal of the micro-inserts. The physician explanted the micro-inserts and reported that she found both implants to be properly placed. The physician also reported that the micro-insert on the pt's right side, where the pt was primarily experiencing pain, may have been "a little kinked." The pt reported to the physician that she is now free from pain following explantation. The physician stated that she does not know why the pt was experiencing pain. The physician stated that, in her medical opinion, the essure devices were not directly related to the pt's pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.